Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) not communicating with the system monitor was confirmed, as the returned system controller did not communicate with a known working system monitor when connected to power upon arrival. The controller¿s white connector-side bent relief was also observed to be damaged. The controller was opened, and its power cables were replaced with test power cables. After this replacement, communication with the system monitor was restored. The controller was functionally tested and was found to perform as intended with test power cables. The controller¿s original power cables were opened, and the orange wire within the power cable was found to be fractured underneath the controller-side bend relief. This wire is responsible for communicating information to the system monitor from the system controller, and damage to this wire would prevent the controller from communicating with the monitor. A log file was extracted from the controller during testing, and data spanning approximately 5 days (B)(6)2024 as per timestamp) was reviewed. No atypical events were observed and the pump operated as intended throughout the data. The root cause of the reported event was determined to be due to the damaged orange wire, but the root cause of the power cable¿s damage was unable to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was incidental finding of wire fatigue in red wire on white power cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the clinic with damage to the white power cable lead bend relief. The cable was connected to the white patient cable and data was unable to be received by the heartmate touch. The ventricular assist device (vad) team was unable to interrogate the pump for any events prior to the clinic visit. The vad team attempted to use a system monitor to receive data from the system controller and were still unable to get any data from the patient's controller. The vad team decided to exchange the controller for a new one. The controller was being sent back for interrogation for any events with the patient prior to the clinic appointment.

Manufacturer narrative:
User facility report: (B)(4) was received 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Medwatch number (B)(4) was received on 28feb2025. The healthcare provider indicated that the patient experienced a life-threatening adverse event.